Event description:
The manufacturer received information alleging a ventilator's lcd display did not work. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's display board was replaced to address the issue.